Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 95 units. Reportedly, the cartridge was filled with 240 units of insulin. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an additional inaccurate fill estimate of 215 units. Although requested, the customer declined to load a new cartridge. The customer's blood glucose level was 600 mg/dl, which was addressed with a correction bolus.